Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported one day post-implant the patient received inappropriate therapy. Medication of patient was adjusted and event was considered resolved.